Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the cx. Approximately two months post index procedure the patient died. The cause of death is unknown.

Manufacturer narrative:
Cec assessed this event as death - non cardiovascular. Patient died of lung ca and pe. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient suffered pneumonia two days post index procedure and this was treated with oxygen and medication. The cause of death was pneumonia. The patients death was assessed as non- cardiac death. The investigator assessed that the event was unlikely related to the device or anti-platelet medication. The sponsor assessed that the event was not related to the device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.